Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A visual inspection found that the release button and a portion from the distal tip of the sheath were broken off. The exact cause of the reported event could not be conclusively determined. The most likely cause for this type of sheath damage can be attributed to excessive pressure applied during the procedure. The instruction manual warns users: "always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip." If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that at the conclusion of a therapeutic transurethral resection of the bladder tumor procedure, the tip of the sheath broke off and fell in the patient's bladder. The device fragment was removed with the patient's bladder tumor. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. It was reported that the device was inspected prior to the procedure with no abnormalities found. The device is manually cleaned and then autoclaved. No further information was provided.